Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided . A3a: sex: requested, not provided . A3b: gender: n/a . A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal was placed according to instructions, and the physician felt everything was proceeding normally, with the device clicking as expected. However, when he attempted to pull back the angio-seal to position the anchor against the vessel wall and expand the collagen, the entire anchor came out. Despite hearing the clicks and feeling that everything was fine, it appeared that the device had not deployed or released correctly. The vessel was not heavily calcified, and the patient was not particularly thin. Additional information 31 oct 2024: hemostasis was achieved with manual compression. Prior to using the angio-seal, a stent graft was placed in the femoralis profunda artery due to bleeding after a fracture, with a cross-over from left to right. A 7 fr. Procedure sheath was used, and no pre-deployment angiogram was performed. The patient remained stable, with no issues during the insertion, deployment, or withdrawal of the device. The procedure was performed as usual, with no blood loss reported. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).